Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient developed a hematoma (bleeding into the subcutaneous skin pocket) in the area of the ins. The patient experienced pain in the area of the ins. The area of the ins was examined. Laboratory testing was performed, slightly increased crp value of 0.7mg. The device was interrogated. There was control of the impedances and no error message. On (B)(6) 2018 a wound revision in the area of the ins was performed, resulting in in-patient hospitalization from (B)(6) 2018. The outcome was resolved without sequelae on (B)(6) 2018. The patient has no more pain. Etiology indicated the relationship of the event not related to the device or therapy but related to the implant/surgical procedure of the ins. No further complication was reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.